Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred with the use of an unspecified device in the saphenous vein graft (svg) to the right coronary artery (rca) but it could not cross the lesion for placement. A different non-abbott stent was used to cover the perforation. It was noted that the graftmaster did not cause or contribute to complications or an additional adverse event due to the failure to cross the lesion. It was further noted that the procedure was complex but was completed successfully without apparent complications. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the jostent graftmaster instruction for use (IFU) warns to use the device prior to the use by date specified on the package. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): use after expiration. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.